Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has been exhibiting a gradual rise in shock impedances. Further testing was performed and in one vector, the shock impedances were low and out of range at 19 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.